Event description:
A malfunction was reported on the pump, identified by malf 5. There was no adverse impact to the customer's blood glucose level. The customer was not near charging supplies at the time and had not reset the pump for this malfunction in the last 24 hours. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.